Event description:
It was reported that the lead had exhibited high impedance. No patient symptoms were reported. The lead remained implanted. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.